Event description:
Medtronic received information that nine days after the implant of this annuloplasty band, a permanent pacemaker was implanted and medications prescribed after the patient exhibited atrial fibrillation and a fast heart rate. The patient reported that his physician told him that post-surgery heart conduction disturbances were common after dual mitral/tricuspid valve repairs, and that his heart rhythm likely would return to normal at some point. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are known adverse events. In addition, the patient reported that his physician told him that post-surgery heart conduction disturbances were common after dual mitral/tricuspid valve repairs, and that his heart likely would return to normal at some point.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.